Event description:
A caller reported an issue involving a cartridge alarm with their pump, which occurred despite the absence of any prior similar alarm reports with the specific pump serial number. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software. Customer continued to use pump for insulin therapy.